Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2011, she implanted essure (discrepancy noted as per ppf). She received treatment for events pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding , metrorrhagia (bleeding between periods). Most recent follow-up information incorporated above includes: on 6-sep-2019: reporter details updated and patient demographics were added. Updated essure indication. On (B)(6) 2012, she explanted essure. Injury event was replaced with pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding , metrorrhagia (bleeding between periods). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 12463246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure insertion and thermachoice ablation done concomitantly". The patient's medical history included gravida ii, parity and vulvovaginitis. Concurrent conditions included grand multiparity. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), headache ("headaches/ head pain"), the second episode of abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and metrorrhagia had resolved and the vaginal haemorrhage, migraine, nausea, dysmenorrhoea, fatigue, uterine leiomyoma, headache, the last episode of abdominal pain and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: current fu reported that-removal scheduled for (B)(6) 2019 on (B)(6) 2011, she implanted essure (discrepancy noted as per ppf). She received treatment for events pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding , metrorrhagia (bleeding between periods). Insertion details, specify- an 8 cm uterus. Left tube, 3 coils noted. Right tube, 2 coils noted. Discrepancy noted ion date(s) of removal: essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- new events added-abnormal bleeding (vaginal), migraines / headaches, nausea, dysmenorrhea (cramping),fatigue, other injury(ies) or complication please describe: uterine fibroids, abdominal pain, back pain, essure insertion and thermachoice ablation done concomitantly.lot number, reporters information, concomitant and historical conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 12463246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and thermachoice ablation done concomitantly". The patient's medical history included gravida ii, parity and vulvovaginitis. Concurrent conditions included grand multiparity. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), headache ("headaches/ head pain"), the second episode of abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and metrorrhagia had resolved and the vaginal haemorrhage, migraine, nausea, dysmenorrhoea, fatigue, uterine leiomyoma, headache, the last episode of abdominal pain and back pain outcome was unknown. The reporter considered back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: current fu reported that-removal scheduled for (B)(6) 2019. On (B)(6) 2011, she implanted essure (discrepancy noted as per ppf). She received treatment for events pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding , metrorrhagia (bleeding between periods). Insertion details, specify- an 8 cm uterus. Left tube, 3 coils noted. Right tube, 2 coils noted. Discrepancy noted ion date(s) of removal: essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 12463246) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and thermachoice ablation done concomitantly". The patient's medical history included gravida ii, parity and vulvovaginitis. Concurrent conditions included grand multiparity. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), the first episode of abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmennorhea (cramping)"), fatigue ("fatigue"), headache ("headaches/ head pain"), the second episode of abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("dyspareunia") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: uterine fibroids"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and metrorrhagia had resolved and the vaginal haemorrhage, migraine, nausea, dysmenorrhoea, fatigue, uterine leiomyoma, headache, the last episode of abdominal pain, back pain and dyspareunia outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: current fu reported that-removal scheduled for (B)(6) 2019 on (B)(6) 2011, she implanted essure (discrepancy noted as per ppf). She received treatment for events pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding , metrorrhagia (bleeding between periods). Insertion details, specify- an 8 cm uterus. Left tube, 3 coils noted. Right tube, 2 coils noted. Discrepancy noted in date(s) of removal: essure not removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion,. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new event dyspareunia was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.